Event description:
The d/l dialysis catheter was placed in 2008, was removed and replaced the following month. The catheter burst and saline solution leaked into the subq tissue. No harm to the patient.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.